Event description:
This patient was admitted to the ICU on (B)(6) 2025 experiencing low flow alarms in hemorrhagic shock with tension hemothorax unexpectedly without antecedent trauma or surgery. He was transfused and temporarily stabilized with chest tube placement but the bleeding continued. He was on pressor support and flows normalized. On CT imaging and echo, an active bleeding source could not be found. His family chose to transition to comfort care and he passed. His family and the medical team agreed to perform an autopsy to help identify his cause of death, and the coroner revealed to our team that it was a pump-related issue. We are currently awaiting the finalized autopsy report. The bend relief portion of his abbott heartmate 3 lvad device was detached and there was a visible hole in the outflow graft where blood would have been exsanguinating. We sent the pump itself to the abbott customer service team after it was explanted, for further investigation, but we have not heard back from abbott. Further review of chest CT images showed: (B)(6) 2024 the bend relief appeared appropriately attached, but on subsequent cts dated (B)(6) 2024 and (B)(6) 2025 it appeared detached. It is unclear why/how this piece (the bend relief piece) became dislodged, but it is not supposed to come apart.